Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient reported that the trigger for the pin broke off and fell apart. Upon follow up with the peritoneal dialysis nurse (pdrn) stated that the leak was coming from the cassette and not the cycler. The patient was not hospitalized for the event. The patient was given intraperitoneal prophylactic (ip) antibiotic, one dose of vancomycin for one day. The pdrn state that the patient did manual exchanges to finish treatment. The patient did not develop any symptoms, adverse events, injuries, as a result of the reported event. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler without further issues.

Event description:
A peritoneal dialysis patient reported that the trigger for the pin broke off and fell apart. Upon follow up with the peritoneal dialysis nurse (pdrn) stated that the leak was coming from the cassette and not the cycler. The patient was not hospitalized for the event. The patient was given intraperitoneal prophylactic (ip) antibiotic, one dose of vancomycin for one day. The pdrn state that the patient did manual exchanges to finish treatment. The patient did not develop any symptoms, adverse events, injuries, as a result of the reported event. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler without further issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.